Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, improper shutdown was not reproduced, however a battery error was. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. When a "battery error!" Presents on the pump, the pump should not be unplugged due to a potential lack of battery power. Unplugging the pump when a "battery error!" Is displayed could result in a shutdown. Evaluation inspected the device and found that the battery contacts were corroded. It was determined that the probable cause of the reported issue, "battery error" was the corroded battery contacts, and the wbm will be scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq wireless battery module had an error/improper shutdown issue. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.